Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the right atrial lead had a high and out of range impedance. The lead was not used and was replaced during the same procedure. The patient was in stable condition.